Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that her sensor had failed. Prior to the failure, the patient recalled that it was showing unspecified high readings. The patient stated that she was not feeling good at the time and was not aware of her surroundings. A family member called for an ambulance and she was taken to the hospital. At the hospital, the hospital confirmed that she was going into dka. She was given IV insulin. The patient stayed at the hospital for more than 24 hours and was discharged on (B)(6) 2025. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.